Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis. During functional testing, leak testing was performed using hydrostat vessel to look for unusual functions; a leak was observed fleeing from the air vent of the filter in the sample. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
It was reported that a cadd admin set had leaked solution near the filter. No adverse patient effects were reported.